Event description:
On (B)(6) 2012, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began approximately a month ago prior to contacting lfs. The patient's husband reported a blood glucose reading of "243 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient's husband stated that the patient is on novolog 70/30 insulin. Due to the alleged issue, the patient's husband indicated that the patient decreased her dose of insulin (dose unknown). A day or 2 prior to the start of the alleged issue, the patient's husband reported the patient was feeling sick to her stomach, vomiting, and had aches all over. At around the same time the alleged issue began, the patient's husband reported the paramedics were notified for assistance. When the paramedics arrived, the patient's husband stated the patient was tested by the their meter and obtained a reading of "over 600 mg/dl." The patient was then hospitalized and treated; however the patient's husband stated he was not able to recall what treatment the patient received. At the time of troubleshooting, the patient's husband informed the cca that the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient's husband was not able to perform a quality control solution test since the control solution was not available at the time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical treatment from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on february 17, 2012 with the following findings: the meter has passed testing with no faults found. In addition, the meter involved with this complaint was also found to have a very low voltage on the battery. The battery was replaced and confirmed the meter was working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.